Event description:
The customer reports that the batteries get hot when put into handle. No pt injury or intervention was reported.

Manufacturer narrative:
Sample has been returned for evaluation, but investigation is not complete at time of this report. The results of the investigation are not available at the time of this report.